Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The root cause is damage to the latch lock sensor pins. This was replaced and the device passed all functional tests. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the latch sensor did not work. There was no patient involvement and no patient harm/no adverse event reported.